Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturer report: 1627487-2011-02475 and 1627487-2011-02476. The patient received a trial scs system, including four percutaneous leads, on (B)(6) 2011. The leads were placed both occipitally (off-label) and supraorbital (off-label) for the treatment of migraines. Five days post implant, the patient presented to the facility requesting the leads be removed as they were making her migraine pain worse. Since the leads have been explanted, the patient alleged that her migraine pain is worse now than it was prior to the trial. The patient advised that she is working closely with her physician to determine the next course of action.